Event description:
It was reported that during a total laparoscopic hysterectomy procedure, toward the end of the surgery during separation of the cervix of the uterus the active blade of the harmonic broke. The surgeon took the piece of the metal out. Opened a new harmonic and continued the surgery. According to the two doctors no blood was given and there was no delay. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch m90u34.